Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the iliac artery had some calcification and tortuousity. It was reported that it was difficult getting a 22 fr introducer sheath up but eventually, it was inserted through the artery. The bifurcated stent graft was inserted and the proximal portion of the stent graft was deployed; however, half way deploying the ipsilateral limb, it started getting difficult deploying the remainder of the stent graft. The physician suspected the stent graft was caught in the introducer sheath, but the sheath radiopaque marker and the nose cone were both below the distal portion of the stent graft. It was noted a runner on the outside of the graft cover. The physician pulled delivery system down and used the 22 fr sheath to recapture the runner. The delivery system was successfully removed from the patient, but during the removal attempts, it had moved down distally and the physician elected to implant a second bifurcated stent graft within the first one. The second device was successfully implanted without complications. The first delivery system was found kinked and a runner had penetrated the graft cover. The patient is fine and was sent home the next day. Several attempts were made to obtain the device from the user facility; however, it has not been returned to medtronic.